Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. Upon completion of the sample evaluation and the investigation; a follow-up report will be filed. All information reasonably known as of 12-jul-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported the tip of the nasogastric (ng) tube broke off and was inside the patient. There was no reported injuries. Additional information received 29-jun-2018 stated a 5fr corpak ng was placed without stylet (our procedure is to not use the stylet when placing corpak in infants) (B)(6) 2018. On (B)(6) 2018, an x ray was performed due to respiratory distress. The tip of the device was seen separated on x-ray. The tube in place was removed and the tip was not on the tube. The tube appeared to be severed with a very clear cut where the wider part (tip) connected to the narrower part of the ng. The patient excreted the tip of the device on (B)(6) 2018. The patient was reported to be in stable condition.

Manufacturer narrative:
One sample device was returned. The original packaging was not received with the device. It appeared that the tip of the nasogastric (ng) tube was separated from the entire tubing. There was sign of a bonding agent residue on one side of the tube while no visible residue on the other side when the tube was turned on the opposite way. There were no damages, jagged appearances on both ends (separation end) of the tube and bolus plug noticed. Inside the bolus plug there was light brownish dried material build up observed. The root cause was due to a weak bond. All information reasonably known as of 04-oct-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).